Manufacturer narrative:
The lead was in use for treatment. The lead remains actively implanted; as a result, the clinical observation cannot be confirmed. The lead was not returned for analysis as it remains actively implanted for approximately 18 years, 7 months. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. Unsatisfactory electrical values can be patient related due to physiological reasons or physician related. Undersensing is a recognized clinical event referenced in the instructions for use (IFU). The event will be re-evaluated if additional information becomes available. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity or new failure mode. Oscor will continue to monitor this event type. Permanent pacing lead final inspection for this device indicates that the lead is checked 100% for electrical function. The py instructions for use informs the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. It is recommended to cap the proximal portion off to prevent exposed conductor parts in the vein whenever the lead will be left in the heart. Also the IFU informs precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
Additional information obtained from the field representative which indicated that the atrial discriminators were programmed off and there were no adverse patient effects were reported. Ai is pertinent as it furthers the understanding of the event. The MDR decision and rationale is impacted. Additional information received on 12/11/2017: our records indicate a field representative placed a call to technical services (ts) 10-nov-2017: call description: caller doing followup at a clinic. Device programmed vvi - pt has chronic af / (B)(6) episode in vt-1 zone - so got atp (adenosine triphosphate) - shows v>a and atrial rate of 30 bpm. Caller stating that v greater than a made therapy decision - ts asked to confirm that is on. She states yes it is. Call response: ts accessed data on latitude and called her back- when I called her back her vmx is not set up. Paged via ccc - no reply - eventually she called back. Ts notes complete undersensing of atrial signals. So with rid on and with atrial rhythm discriminators on, and atrial undersensing, device basically has no atrial data to use for the rid decisions, so device decisions appear to be inappropriate. Would turn off atrial discriminators. When she called back, states this is what they had done - pt hadn't been seen since last dec, despite latitude data. Requested additional information (ai) 12/12/2017 the customer provided answers to questions 12/15/2017: is the patient pacer dependent? There is no information if this patient was dependent. Is this patient being monitored? There is no exact statement regarding this but this patient was seen (B)(6) last year and was not checked since then. What is the implant date of the device this lead is connected to? This lead is connected to device e110/166081.